Event description:
It was reported that a misdiagnosis occurred when using the epiq 7 ultrasound system with a c5-1 transducer. The user was attempting to see blood flow in color mode using the renal preset when assessing a stent. The user thought the stent was occluded and sent the patient for an emergency CT (computed tomography) scan. The CT results showed that the stent was not occluded. The customer reported there was no patient nor user injury. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. However, the issue was unable to be reproduced as pertinent information for the investigation was unable to be obtained. The system has returned to service with no similar issues reported.